Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa25aug2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product information letter dated 20 april 2010 (re-enforcing the product correction letter previously sent on 27 march 2009) along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3700 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the troubleshooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.

Event description:
The customer reported smoke observed from the rear part of the cell-dyn analyzer. The analyzer was turned off, the electrical line was checked and the power supply was replaced since it was burned. Other parts were also replaced along with an 8 ampere fuse which was replaced with a 4 ampere fuse in order to resolve the issue. No impact to patient results, patient management or user safety was reported.